Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was to ask if they were able to have a full body MRI as they had severe ankle problems which they've had since 2017. The agent reviewed MRI information with the patient. The patient also reported that they lost a lot of weight in the last two years and said that the wire has moved up higher than it should be and doesn't feel like it is doing what it could if it was in the right place. The patient said that due to current location of the wire, they were unable to use some of the levels. The patient also said that over the last several years they have had so many unrelated medical issues and asked if their healthcare provider could have the wire replaced due to the current location. They said they were told that they couldn't remove the wire and if they did wouldn't be able to place a new one. When asked, no further information was provided. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# (B)(6) serial# implanted: (B)(6) 2016 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they were given enough specific information details about their implant they can make a decision going forward. It was reported that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va12495, serial#, implanted: (B)(6) 2016, explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.